Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The >70% stenosed, 30mm in length, 3.5-4mm in diameter, de novo target lesion was located in the severely calcified left main coronary artery. After a non-bsc guide wire was introduced and placed in distal lad. A 32x3.50mm promus premier¿ drug-eluting stent was then implanted in the lmca ostium to just beyond the first diagonal. The guide catheter was engaged further into proximal lmca. Coronary angiography was performed and revealed that the proximal portion of the well deployed stent had longitudinal compression "concertina appearance" with sub-optimal expansion. A 4x8 non-bsc stent was deployed at 20 atmospheres at lmca ostium to cover the compressed stent and post dilated to 24 atmospheres. Subsequently, coronary angiography and contrast injections showed that the stents were well deployed without residual stenosis and the procedure was completed. No patient complications were reported and the patient's status was stable.